Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided, "during a reverse shoulder replacement on final implantation the surgeon could not seat the definitive liner. He then opened a new one which seated perfectly. He noticed some marks on the sides of the first liner. Lot number: 5422519. This will be ready for collection from the jnj osborne park offices by cob friday 9/6, left at reception." The 130742203 dxtend stand pe cup d42 +3mm associated with this report was returned to depuy synthes for evaluation. The initial visual analysis confirmed the presence of a burr one quarter of the way around the rim near the alignment groove. Pictures of the physical device were taken and sent to supplier for review and the physical device was shipped to warsaw for material evaluation. During the material evaluation, digital microscropy revealed a change in surface texture of the region distal of the observed burr. In regions without the burr horizontal machine lines were observed, however, in the region of the burr, horizontal machine lines were no longer present and the surface texture consisted of uneven vertical lines consistent with mechanical damage in the vertical direction. Damage consistent with that observed inferior to the groove was also observed on the opposite side of the vertical alignment groove from where the burr was present indicating the damage was caused by misalignment of the component during impaction. During the supplier investigation, it was mentioned that many visual checks are carried out during manufacture and it is unlikely that the product was delivered with this burr. The most likely is that the product was damaged during installation, placed askew during impaction, not in the correct axis. The overall complaint was confirmed as the observed condition of the smartset ghv gentamicin 40g would contribute to the complained device issue. Based on the supplier investigation and material evaluation, the potential cause of the allegation can be attributed to unintended use error. This analysis revealed no evidence or a manufacturing defect or product error contributing to the reported event. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : DHR review: 1) quantity manufactured: (B)(4), 2) date of manufacture: 7/12/2022, 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 31/10/2027, 5) IFU reference: w90930 rev. D. Device history review : a manufacturing record evaluation was performed for the finished device [130742203 / 5422519], and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a reverse shoulder replacement on final implantation the surgeon could not seat the definitive liner.